Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 25% to 5% quickly. Subsequently, the customer stated the pump took a long time to charge again. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting for the reported issues.